Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that noted to be yellow in color towards the end of the tubing indicating possible backflow of tpn into the manifold and individual infusion tubing.